Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The device was received with blood in the balloon folds and in the guide wire lumen, indicating possible use in a patient. Additional information received confirmed that the correct device was returned, the device was not used in the patient, and the blood was inadvertently transferred to the balloon from the hands of the physician during handling. The reported shaft detachment was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to performing a procedure to treat an existing perforation in a mildly calcified, 95% stenosed lesion in the circumflex (cx) coronary artery with a 2.8x19 rx graftmaster covered stent system, the device was difficult to remove from its dispenser hoop packaging. During removal from its packaging, the middle part of the hypotube (proximal shaft) was noted to be separated into two pieces. The device was not used in the patient. Another graftmaster was used to successfully seal the perforation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.